Manufacturer narrative:
The device was received deployed with no visible damages or defects that would contribute to the reported communication issues. The patient history buffer (phb) was inspected for communication issues. The phb date showed a single instance of signal loss, and signal was reestablished. This level of signal loss is within expected levels. The pod was found to function as expected. During inspection the device was connected to the master controller and reset. Shelf mode current (smc) was measured to be higher than specification despite all three battery voltages measuring as expected. Rerun was unsuccessful due to not being able to establish a connection with another controller. The printed circuit board (pcb) was removed and inspected; however, no damages or defects were observed. The cause of the high smc could not be determined. The exposed soft cannula was observed to be kinked. Fluid flowed freely through the entire fluid path. No blockages or leaks were observed. Inspection of the download data found no evidence of a struggle to deliver insulin. Due to the damage being external the timing and cause of the soft cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: up1a.231005.007.a166usqs1aya2. Hardware: sm-a166u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Analysis of the returned device revealed that the cannula was kinked. It was reported that the patient¿s blood glucose level rose to 280 mg/dl while wearing the pod on the arm between 36 and 48 hours. It was initially reported that the pod and sensor were applied on opposite sides, resulting in communication issues between the systems.